Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was recommended fore placement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in over delivery of pressure. There was no patient involvement.

Event description:
The hospital reported a malfunction resulting in over delivery of pressure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was recommended fore placement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).